Event description:
Initial surgery was done with trochanteric nail system for femoral neck fracture. The date of the surgery is unknown. It was noted that the anti-rotation lag screw was found cut out after the surgery. According to the sales rep, the length of the lag screw was not long enough and could not support the femoral head, which might make the femoral head varus and femoral bone shortened.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records was not provided. Although the complaint is non-verifiable, initial implant placement into the femoral head and bone quality are factors greatly contributing to the cutout rate. Poor bone quality or femoral head collapse is a known and expected complication. These factors are completely independent of the implant and can potentially result in failure regardless of implant selection. Provided info states the length of the lag screw was not long enough and could not support the femoral head, which might make the femoral head varus and femoral bone shortened. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.